Event description:
It was reported that the patient presented with symptoms of vocal cord paralysis immediately after full revision surgery. An ent evaluated the patient and identified complete vocal cord immobility on the left side. Vocal cord injections were used to treat the vocal cord paralysis. Device history record of the lead was reviewed, and the device conformed to specifications prior to release. No further relevant information has been received to date.